Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the investigation confirmed the event of total power loss to the system due to the patient sleeping while connected to 14v li-ion batteries; after the power depleted and the patient noticed a total power failure and completed a controller exchange. The patient was sleeping on battery power, which was confirmed by the timestamps of the 14v li-ion battery being depleted while in use from 0:00 to 5:11. The log files indicated all the proper warnings were triggered as the 14v li-ion batteries depleted. The low power hazard begins at 2:22 on (B)(6) 2024 and escalated to a no external power alarm at 2:58 due to the voltage being depleted. It is not recommended for the patient to sleep while on battery power or to exchange the controller by themselves. The log files from after the exchange are unremarkable. From the information provided and investigation of the log files, the root cause was determined to be the user failing to follow instructions. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 8apr2024. The heartmate 3 instructions for use section 3, entitled ¿powering the system¿, warns that the patient must always connect to the power module or mobile power unit before sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section also states how to replace depleted 14v li-ion batteries with new 14v li-ion batteries. Section 2, entitled ¿system operations¿, cautions the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. The heartmate 3 patient handbook section 2, entitled ¿how your pump works¿, states ¿there are two ways in which the system controller can be exchanged. The first method assumes that only the system controller is exchanged and that a second power source is not available. The second exchange method involves exchanging the system controller using a second power source. Replace the system controller using instructions in either replacing the current system controller with one power source on page 65 or replacing the current system controller with multiple power sources on page 69.¿ section 3, entitled ¿powering the system¿, warns the user to connect to the mobile power unit when sleeping or there is a chance for sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic reporting to have slept on batteries and woken up to the system being totally off, unknown for how long. The patient then exchanged their system controller. The event log file captured routine events throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.